Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysgeusia ("metallic taste in mouth"), abdominal distension ("hormonal changes describe: bloating"), mood swings ("mood swings"), urinary tract infection ("urinary tract infection"), vulvovaginal mycotic infection ("yeast infections"), acne ("acne breakouts"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), back pain ("back pain") and abdominal pain ("abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysgeusia, abdominal distension, mood swings, urinary tract infection, vulvovaginal mycotic infection, acne, depression, anxiety, migraine, headache, tooth disorder, dyspareunia, alopecia, weight increased, back pain and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, back pain, depression, dysgeusia, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs received- new events bloating , mood swings, abnormal bleeding (menorrhagia), metallic taste in mouth, urinary tract infection, yeast infections, acne breakouts, depression, anxiety, migraines, headaches, dental problems, dyspareunia (painful sexual intercourse), pain, hair loss, weight gain, abdomen pain, back pain were added. Event injury updated to abnormal bleeding (vaginal). New reporter, patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "abdomen pain". The patient's concurrent conditions included obesity. In (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysgeusia ("metallic taste in mouth"), abdominal distension ("hormonal changes describe: bloating"), mood swings ("mood swings"), urinary tract infection ("urinary tract infection"), vulvovaginal mycotic infection ("yeast infections"), acne ("acne breakouts"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), back pain ("back pain"), abdominal pain ("abdomen pain") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, headache, back pain, abdominal pain and dysmenorrhoea had resolved and the dysgeusia, abdominal distension, mood swings, urinary tract infection, vulvovaginal mycotic infection, acne, depression, anxiety, migraine, tooth disorder, dyspareunia, alopecia and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2019: pfs received. Reporter information updated. Outcome for previously reported events: abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), pain, back pain, abdomen pain were updated to recovered / resolved. New events: dysmenorrhea (cramping), plaintiff did not undergo essure confirmation test were added. Medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included obesity. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysgeusia ("metallic taste in mouth"), abdominal distension ("hormonal changes describe: bloating"), mood swings ("mood swings"), urinary tract infection ("urinary tract infection"), vulvovaginal mycotic infection ("yeast infections"), acne ("acne breakouts"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss/ baldness/ I feel like I am going bald"), back pain ("back pain"), abdominal pain ("abdomen pain") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, headache, back pain, abdominal pain and dysmenorrhoea had resolved and the dysgeusia, abdominal distension, mood swings, urinary tract infection, vulvovaginal mycotic infection, acne, depression, anxiety, migraine, tooth disorder, dyspareunia, alopecia and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (discrepancy noted as per pif). Date(s) of removal: (B)(6) 2018 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case (B)(4) found to be duplicate of this case and will be deleted all information from case (B)(4) was transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included: obesity. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysgeusia ("metallic taste in mouth"), abdominal distension ("hormonal changes, describe: bloating"), mood swings ("mood swings"), urinary tract infection ("urinary tract infection"), vulvovaginal mycotic infection ("yeast infections"), acne ("acne breakouts"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss/baldness/I feel like I am going bald"), back pain ("back pain"), abdominal pain ("abdomen pain"). And dysmenorrhoea ("dysmenorrhea (cramping)"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, headache, back pain, abdominal pain and dysmenorrhoea had resolved. And the dysgeusia, abdominal distension, mood swings, urinary tract infection, vulvovaginal mycotic infection, acne, depression, anxiety, migraine, tooth disorder, dyspareunia, alopecia and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (discrepancy noted as per pif). Date(s) of removal: (B)(6) 2018 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 36.8 kg/sqm. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.